Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message indicating that the newly loaded cartridge could not be used. The customer used another cartridge and completed the loading process. The customer could not recall if the blood glucose level was impacted. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause.